Manufacturer narrative:
The event of cellulitis is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, unknown side "infection, abscess formation, cellulitis, redness, local heat sensation, swelling, pain, blood test inflammatory findings. Pus bacterial culture positive, blood culture negative. Treatment : antibiotic administration, expander removal and antibiotic administration. Preoperative and preoperative administration period: 6 days or more". Device has been explanted.